Event description:
A male pt, (B)(6), was being treated for bicep pain with electrotherapy when the pt experienced an unintended output from the device. The pt did receive a 2nd degree burn in the area of treatment under one of the application electrodes. The clinician was using the pre-mod electrotherapy waveform to treat the pt. The clinician adjusted the output intensity to pt tolerance. The treatment time was for 15 minutes. The electrode size was 2 inch x 2 inch. The electrodes had been used on the pt less than 10 times.

Manufacturer narrative:
A device evaluation was performed by our engineering department. Root cause is unknown because the device performed to specification and to its intended use. The engineering dept did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators. Reference report: 1022819-2008-00268.